Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated based on patients year of birth, (B)(6). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip device referenced is filed under a separate manufacturing report number.

Event description:
This report is filed since the mitraclip was difficult to deploy. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation grade 4+. Respectively, the first clip delivery system (cds) and second cds, 70929u170 and 70929u166 respectively, grasped the anterior 2 and posterior 2 area of the mitral valve leaflets. Clip deployments were initiated; however, both mitraclips were difficult to deploy as the mitraclips were difficult to release from the delivery systems. As troubleshooting for both mitraclips, the m curve from the cds and the positive (+) curve of the steerable guide catheter (sgc) were a bit removed. The stabilizer was retracted and the guide was moved in the anterior or posterior direction with small movements. The troubleshooting was less than 1 minute for the first mitraclip and around 5 minutes for the second mitraclip. Following troubleshooting, both mitraclips were implanted, reducing the mr to grade 1. Reportedly, both implanted mitraclips remained stable and well seated on the mitral valve. There was no adverse patient effect and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.